Event description:
I noticed that my contact lens was bothering my eye. When I took out my contact, my eye was extremely red and very sensitive to the light. I notified my dr two days later and was immediately diagnosed with a corneal ulcer as well as keratitis. I was a user of renu moistureloc solution of my daily wear contacts.